Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the issued occurred during intraoperative testing. It was unknown what symptoms the patient experienced. It was further clarified that the lead was unable to lock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that during implant the lead "electrode lock" failed. As a result the lead was replaced completing the operation and resolving the issue. The cause and reason for the failure, troubleshooting performed remains unknown. There were no patient symptoms alleged and no further complications are anticipated.